Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the iliac vein. Following deployment of a 20mm x 80mm wallstent overlapping an 18mm x 60mm wallstent, an 18-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. The balloon was inflated twice at 5 atmospheres for 2 minutes; however, on the second inflation, the balloon ruptured. The balloon got caught on the overlapping stents and when the physician tugged the balloon, the balloon came off the shaft. Removal of the detached balloon with a snare was attempted, but was unsuccessful. Another two 18-4/5.8/75 xxl esophageal balloon catheters were advanced respectively for post-dilation, however, both balloons also ruptured. Both balloons remained intact when removed from the patient. An 18mm x 90mm and a 20mm x 55mm wallstents were then deployed to cover and "sandwich" the balloon material against the previously deployed stents. The patient was stable, but was transported from patient center and admitted to a local hospital for observation.

Manufacturer narrative:
Device analysis determined that the condition of the returned device was consistent with the complaint incident. The balloon was detached from the device and was not returned for analysis. There was a complete balloon circumferential tear in the balloon. The balloon tore 15mm distal from the proximal balloon bond. The balloon bond was intact. There is also evidence of outer damage/stretching along the balloon area of the shaft. This type of damage is consistent with excessive force being applied to the delivery system during device use. The distal end of the device including the balloon, distal marker band and tip were not returned for analysis. Multiple kinks and stretching were observed along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the iliac vein. Following deployment of a 20mm x 80mm wallstent overlapping an 18mm x 60mm wallstent, an 18-4/5.8/75 xxl" esophageal balloon catheter was advanced for post-dilation. The balloon was inflated twice at 5 atmospheres for 2 minutes; however, on the second inflation, the balloon ruptured. The balloon got caught on the overlapping stents and when the physician tugged the balloon, the balloon came off the shaft. Removal of the detached balloon with a snare was attempted, but was unsuccessful. Another two 18-4/5.8/75 xxl" esophageal balloon catheters were advanced respectively for post-dilation, however, both balloons also ruptured. Both balloons remained intact when removed from the patient. An 18mm x 90mm and a 20mm x 55mm wallstents were then deployed to cover and "sandwich" the balloon material against the previously deployed stents. The patient was stable, but was transported from patient center and admitted to a local hospital for observation.